Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-jul-2018 with the following findings: the battery compartment was found to be cracked. Moisture was present in the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and there was moisture ingress. This report is made based on results of investigation completed on 27-jul-2018.